Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the inserter needle of the abbott diabetes care (adc) device remained in the customer's skin. The customer self-treated by removing the needle on their skin. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported the inserter needle of the abbott diabetes care (adc) device remained in the customer's skin. The customer self-treated by removing the needle on their skin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor 30211dn0hem has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. No further investigation performed as no product was returned. Issue closed to no product returned.if partial product is returned, the case will be re-opened, and a physical investigation will be performed.section d4 (primary UDI number) has been updated.all pertinent information available to abbott diabetes care has been submitted.